Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc tenku is currently not commercially available in the us; however, it is similar to a device sold in the u.s. Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric re-stenosed lesion in the moderately tortuous, heavily calcified, 90% stenosed, proximal, left circumflex (lcx) coronary artery. A 4.00 x 12 mm nc tenku rx balloon dilatation catheter (bdc) was advanced with no resistance to the lesion and upon inflation to 16 atmospheres, the balloon ruptured. The bdc was removed from the anatomy with no resistance and was replaced with a smaller size nc tenku rx bdc to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.